Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. Review of the device image indicated the output anomaly was due to low battery voltage. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pre-generator change out the programmer displayed possible circuit damage. The device was at eol. Full interrogation was not fully performed. The device was explanted and replaced. The patient is doing fine.